Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod packing coils (podj coils). During the procedure, the physician successfully deployed and detached six ruby coils into the branches off the portal vein using a lantern delivery microcatheter (lantern). The physician then wanted to use a podj coil as the last coil. While attempting to advance the podj coil through the same lantern, the scrub technologist mentioned that there was resistance. The physician also attempted to advance the podj coil but was unable to advance the coil through the lantern. Therefore, the podj coil was removed and the lantern was flushed. The procedure was then successfully completed using a new podj coil and the same lantern. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush. There was no report of an adverse effect to the patient.